Event description:
It was reported that the cutter blade broke off from the stem of the unit. It was further reported that the broken piece was recovered by the surgeon. However, an x-ray was requested by the surgeon to rule out the possibility that any fragments may have been left behind. There was no harm to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.